Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced discomfort and vision was very poor acuity. This was especially troublesome in situations where patient had to spend a long time in front of the computer or in other tasks that require precision and focus. Additional information was requested

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).